Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-11353. It was reported that the patient presented for a routine implant. It was noted during the procedure that the helixes could not be retracted after both leads were placed in the body. A third lead was used to complete the surgery. The patient was stable.

Manufacturer narrative:
The reported event of failure to retract the helix was confirmed. As received, a complete lead was returned in two pieces. Visual inspection found the helix to be retracted and clogged with blood/tissue. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The measured full helix extension length was within specification. The cause of the reported event was isolated to the inner coil/helix being clogged with blood/tissue.